Manufacturer narrative:
Patient age at the time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Various kinks were noticed on the inner liner approximately from the marker band to 7cm distal. The stent was not returned. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported deployment difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that deployment difficulties and stent damaged occurred. The 90% stenosed target lesion was located in a mildly tortuous and mildly calcified iliac artery. The 10x40x75mm was attempted to be deployed; however, the outer sheath became caught which resulted in damaging the epic¿ stent. The epic¿ was removed and the procedure was successfully completed with a 9x40mm epic¿ stent. No patient complications were reported.